Event description:
The customer alleged that during testing the audio alarm is intermittent. The mallinckrodt customer support engineer (cse) inspected the device and found the audio alarm volume control out of place with electrical tape around it. The cse replaced the utility harness. The unit passed extended self testing.